Event description:
Boston scientific received information that this right atrial lead may have dislodged. There was no sensing noted on this lead except during the post ventricular atrial refractory period. (Pvarp). The lead remains in service to date with no additional adverse patient effects noted.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.